Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision shoulder replacement surgery due to recurrent dislocations. This MDR documents the first revision surgery.

Event description:
It was reported, that the patient underwent a revision shoulder replacement surgery, due to recurrent dislocations. This MDR documents, the first revision surgery.

Manufacturer narrative:
The reported event was not confirmed. The device was not returned for evaluation. And no other evidence was provided. The device inspection was not possible, as the product was not returned for investigation. A review of the device history for the reported lot did not indicate, any abnormalities. No corrective actions are required at this time. A review of the labeling, did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found, during the investigation. More detailed information about the complaint event. As well as, the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.